Manufacturer narrative:
(B)(4).

Event description:
It was reported the arterial line was dampening out and failing. There were also kinking problems. The nurse communicated that the dampening occurred within a couple of hours of placement.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the arterial line was kinking, damping and failing shortly after placement could not be confirmed. Complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed based on sales history and did not reveal any manufacturing related issues. The probable cause of no or lost pressure readings could not be determined based upon the information provided and without a sample. No further action will be taken.